Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 151 mg/dl and 30 mg/dl. A friend gave customer glucose tablets (amount unknown) because he was hypoglycemic and could not self-treat. Customer continued to be hypoglycemic, with combative behavior and confusion. Emts were called. Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 95 mg/dl (aviva) and 23 mg/dl (emt's meter). Customer was treated with an IV (contents not provided). Customer tested at 131 mg/dl (meter not provided) approximately 30 minutes later. Customer was not taken to the hospital. No delay in treatment reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.